Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display was blank and had a pump error. Customer blood glucose level was 133 mg/dl. Customer other relevant blood glucose level was 246 mg/dl. Customer also stated that they were not sure about the blank display and pump error. The device will not be returned for analysis.